Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatic module was replaced as a preventive measure. The system was found to meet specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 15, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The root cause of the reported event attributed to a nonconforming pneumatic module. (B)(4).

Event description:
A doctor reported experiencing poor aspiration before a procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).